Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: pnma01411a004, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. The consumer reported that they were getting poor coupling. The consumer stated after connecting and getting full coupling the screen changed after 1-5 minutes and no bars were shaded. The consumer cleaned the site and adhesive disc and tried again. Troubleshooting had the consumer reposition the antenna so the scar was not covered and they got 6-8 bars. Troubleshooting resolved the issue. The indication for use was non-malignant pain. No patient symptoms reported. Additional information was received reporting that they were still getting poor coupling and even with the recharger on over the implant site the coupling bars would not stay. Per the caller it would beep 3 times within 5 minutes. It was stated they had been doing everything right since (B)(6) 2018. It was confirmed they had been able to connect with the recharger and confirmed coupling bars were empty. First all the coupling bars would be shaded but within 5 minutes they lost them all. During they call, per the caller the coupling bars became shaded again without them touching anything. They stated they were not suing the recharging belt because it did not work, but they were using adhesive discs. It was noted they had gotten "pretty good luck" except the last 3 or 4 times it gave them "a lot of grief" before finally charging, and it had gotten worse and worse. The recharger would take a charge from the wall. The implant site and recharger antenna had been wiped with alcohol, and every time the issue happened they used a new adhesive disc, but the coupling issue persisted. A replacement recharger antenna was sent to the patient. No symptoms were reported for the patient and no further complications were reported or anticipated. Additional information was received from the consumer. It was reported that the recharging belt just did not work for the patient. They continued to say the patient had the device replaced today ((B)(6) 2018) because it was not working for them because the caller assumed their case was more complex. They liked a previous device better so they went back to that one. The patient's weight was provided. The replacement antenna somewhat resolved the poor coupling but they would sit and it would beep and lose connection. They would get full coupling but within a couple minutes it would be gone and was not consistent. No further complications were reported or anticipated.